Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography procedure (ercp), the jagtome rx sphincterotome tip was broken. No device fragments remain in the pt. The pt is reported to be "good".